Event description:
Device explanted and replaced due to early eri. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. During initial device interrogation a warning message was triggered regarding the battery condition. The battery status was eri, which was detected on (B)(6) 2022. Therefore, the device was opened. The visual inspection of the inner assembly showed no anomalies. In a further electrical analysis, an elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The elevated current consumption led to the premature depletion of the battery. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.